Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected. A pairing test was performed and the test passed. A review of the downloaded data log confirmed the reported event of a loss of connection.